Event description:
On (B) (6),2010, the lay-user/pt contacted lifescan(lfs) alleging that the onetouch ultramini meter is giving an apply sample message. On (B) (6), 2010, this medical surveillance specialist contacted the pt to clarify information obtained during the initial phone call. The pt tests her blood glucose 3 or 4 times per day and manages her diabetes with lantus and humulin insulin and metformin. The pt is on a sliding scale humulin insulin regimen. The pt has a history of chronic obstructive pulmonary disease, hypertension, chronic back pain, and arthritis. Her medication includes oxycod/apap, morphine sul, valium, potassium cl, and folic acid. Approximately 3 weeks ago, the pt had her regular breakfast that morning. The apply sample issue was intermittent, but she reportedly was able to obtain her usual blood glucose readings. At around 11am, the pt took 14 units of lantus and 3 units of humulin insulin based on an alleged inaccurate high reading of "150 something mg/dl" obtained on the subject meter. At 1pm, the pt developed symptoms described as "dizzy, felt like passing out." The pt obtained blood glucose results of "100 something mg/dl" on the subject meter and "42 mg/dl" on her husband's meter, performed a few minutes of each other. The pt administered self treatment with juice but did not feel better. The paramedics arrived shortly after. The pt tested at "42 mg/dl" on the emergency medical service meter and received treatment with a "glucose tube." The pt's symptoms abated soon after. The pt was not taken to the hospital for any further treatment. The pt's diabetes medication regimen was not changed immediately prior to or after the alleged incident. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. During troubleshooting, the pt did not have any test supplies to perform a test. The testing was noted to be correct. The complaint is being reported because the pt claimed she was treated for hypoglycemia after she took insulin based on an alleged inaccurate high reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.